Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during a follow-up, post-paced t-wave oversensing was observed on the ventricular channel and far-field r-wave oversensing was observed on an inappropriate auto mode switching stored electrogram. Programming changes to the device settings were made to address both oversensing complaints.

Event description:
New information received states a recent merlin transmission revealed non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. Programming changes were recommended. The patient has not reported feeling any symptoms.